Event description:
In this case the customer was checking the performance of the CT system in the morning prior to CT clinical procedures being performed and reported that from the control room they could not hear anything from the gantry microphones which meant they would not be able to hear a patient if a clinical procedure was being performed. The field service engineer (fse) confirmed there was no harm to a patient or operator. The fse determined the cause was from failed microphones and replaced the microphones.

Manufacturer narrative:
We will file a follow-up MDR at the completion of the investigation. (B)(4).